Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Additional contact information: the (B)(6) company limited. (B)(6). Director of operations. (B)(6).

Event description:
The event occurred in the neonatal intensive care unit of the health centre and involved a 8" (20 cm) appx 0.33 ml, smallbore ext set w/microclave® clear, nanoclave® clamp, rotating luer. The customer reported that the membrane of microclave was bent/broken and not completely sealed which affected IV infusion to patient, and fluid leaked onto bed potentially altering fluid medication requirements for patient. There was patient involvement and unknown patient harm.